Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the cup and insert were removed due to metallosis and insert fracture, it is the second insert that fractures, the doctor decides to remove the cup for quality review, it is about removing the company from the implant but given roughness is not achieved.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, "removal of cup 48, head 32+15, insert 32x48 due to metallosis and insert fracture, it is the second insert that fractures, the doctor decides to remove the cup for quality review, it is about removing the company from the implant but given roughness is not achieved." The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - novedad clinica colombia 467441 and 13_may_2024_10_59_52_26085). The photo/x-ray investigation revealed that he rim of the liner has fractured. The metal transfer on the surface of the femoral head suggests the liner fractured. Based on the provided evidence, the investigation was able to confirm the reported event. No other problem identified. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "removal of cup 48, head 32+15, insert 32x48 due to metallosis and insert fracture, it is the second insert that fractures, the doctor decides to remove the cup for quality review, it is about removing the company from the implant but given roughness is not achieved." The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - novedad clinica colombia (B)(4)). The photo/x-ray investigation revealed that he rim of the liner has fractured. The metal transfer on the surface of the femoral head suggests the liner fractured. Based on the provided evidence, the investigation was able to confirm the reported event. No other problem identified. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.